Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received recurring insulin flow block alarms. The customer's blood glucose level was 313 mg/dl. The customer was assisted in troubleshooting and it was reported that he had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.